Manufacturer narrative:
The investigation has been completed on november 7, 2025. During the inspection, the following was found: the investigation of the item 27026b (batch nq01) shows that the found damage corrosion in the valve area and complete detachment of the tip from the shaft is not due to a manufacturing defect. Rather, the findings indicate a combination of age-related material fatigue, a high number of sterilization and reprocessing cycles, and possibly reprocessing guidelines that were not fully complied with. The traces of corrosion in the valve area indicate insufficient drying or the use of aggressive cleaning agents, while the severely damaged solder joint points to thermal and chemical stress over the years. Given the age of the instrument (6 years) and the documented stress, the cause of the defect is most likely attributable to these factors. Proper inspection before each use, as prescribed in the instructions for use, would have revealed the damage and prevented the failure. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to reprocessing/wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the tip of the sheath came off during a case in a patient. It was retrieved. Xray was taken. " no negative impact in state of health reported. However, due to the reported additional medical intervention (x-ray), this case is deemed reportable.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).